Manufacturer narrative:
Returned device was received in good physical condition but the dso sensor seal was bubbled. Evidence of reported problem in event log was found. During the evaluation of the device, the dso sensor was out of calibration and specifications. The device sensor was re-calibrated and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had defective dso sensor. The pump would alarm occluded at 1.6psi. There were no reported adverse events.

Manufacturer narrative:
Other text: customer response email received stating no patient involvement.